Event description:
It was reported that the device was unable to enter MRI mode. During troubleshooting, the patient controller displayed an error message 'MRI is not advised, there may be a problem with the implanted leads.' Lead diagnostics showed that contact 5 had high impedances > 3000 ohms. Positional changes were attempted (seated, standing, and laying down) to no avail. No falls or accidents were recently reported; however, patient noted that they saw a chiropractor that was working around their back area. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000066656.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the entire system was explanted.